Event description:
Device implanted 2004 and bracytherapy successfully delivered with a balloon infusion volume of 20 cc for 3 days. Forty-three days later pt presented with seizure activity that has resolved. The site stated that the event was considered possibly related to the device. Event resolved.